Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunctions were confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "front panel led keeps on being lighted" and "switches other than the lamp switch do not work" malfunctions would likely be related to a failure of the flat cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during maintenance, the video system center front panel light-emitting diode is continuously turning on. In addition, only the lamp switch is working, and the other switches are not working. There were no reports of patient harm.